Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. The pt had a proximal neck of 74 degrees. Both iliac arteries were very tortuous and dilated. Each iliac artery measured approx 18.8 mm. During the procedure the gore excluder aaa endoprosthesis featuring c3 delivery system was landed as intended. The physician was unable to cannulate the gate after an hour and chose to convert to an open procedure. The procedure was completed with a surgical repair and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.